Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc). This occurred during dwell three of five, while the hp was connected. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the hp to start the therapy over using all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the therapy. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: as the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is received, a follow-up report will be submitted.